Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information.all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on february 26, 2016. Method: actual device evaluated; device-to-device interaction testing; visual inspection. Results: no failure detected. Conclusions: unable to confirm complaint. The actual sample was returned and microscopically inspected. The magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found to have no difficulties connecting to the cdi500 monitors, and the magnet strength was found to be within specifications. A review of the device history record revealed no manufacturing anomalies. A definitive root cause could not be determined; therefore, this event is not confirmed. Although this event is not confirmed, other occurrences of this issue have determined that the root cause of the failure was defective magnets that have a lower magnetic strength than normal. These magnets are manufactured by an outside supplier, (B)(4). This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information is available. For this reason. (B)(4). Conclusions - conclusion not yet available-evaluation in progress.

Event description:
It was reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the cuvette did not work and the perfusionist did not get any numbers. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.